Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage and visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the left ventricular (lv) lead had moved back and had high thresholds. The lv lead was removed and replaced with a new larger lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).